Event description:
This event was captured based on review of the abstract for the article, "after trans-femoral artery pci clinical application of perclose proglide vascular stapler." It was reported that a single-center retrospective study identified 3109 patients who received proglide device vessel closure following percutaneous coronary intervention (pci) procedures between february 2007 and january 2011. Of the 3109 patients, 51 patients had clinical complications. Clinical outcomes were as follows: 19 hematomas, 16 blood oozing, 10 local infection, 3 pseudoaneurysm, 2 artery sandwich, 1 retroperitoneal hematoma, 1.2% of the 51 patients had suture bleeding. Follow-up done at a mean of (B)(6) (2013 of the 3109 patients) reported follow up complications of: 1 late femoral artery thrombosis, 2 late-occurring femoral artery interlining. No device issues were included in the abstract.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Additional information was received: reportedly, the following device problems occurred: from 5 units, the rail suture (blue) was not pulled out when retrieve the needle, therefore, failure to stop the bleeding. From 1 unit, the perclose suture-trimmer system failed to trim the trailing limbs of suture. Another suture-trimming was used to cut the suture off. The clinical outcomes: artery sandwich and late-occurring femoral artery interlining were clarified as dissections. No additional information was provided. Date of event estimated, as date of study. The devices were reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.